Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2392}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, due to it being a standard for the implanting physician. Following the implant of the valve, a myocardial infarction occurred and acoronary occlusion was noted. Subsequently, an attempt was made to access the coronary artery and explant the transcatheter valve. Additionally, open-heart surgery was performed. Although the valve was explanted, the patient died. Per the physician, the cause of death was due to the coronary occlusion.